Event description:
An aborted vf episode was noticed. Strips were sent for review for far-p oversensing on the ventricular channel. The signal did not look like a far-p signal. Recommended programming options and continued monitoring the lead. Review of strips showed lead may have insulation anomaly and maybe related to movement of the heart during tricuspid valve closure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.